Manufacturer narrative:
(B)(4).

Event description:
It was reported that connection failure occurred. It was indicated that the patient was using an unsupported operating system, which is misuse of the device. Data was evaluated and the allegation was confirmed. The probable cause was determined to be signal loss due to potential patient misuse as the app was manually closed. The reported event of connection failure is reportable based on the finding of signal loss over one hour. No injury or medical intervention was reported.